Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery: battery / (B)(4)/ model #: 1650de / expiration date: 2016-11-30. (B)(4). Device available for evaluation?: no. Mfg date: 2015-11-30. Labeled for single use?: no. (B)(4). Heartware ventricular assist system ¿ battery: battery / (B)(4)/ model #: 1650de / expiration date: 2016-11-30. (B)(4). Device available for evaluation?: no. Mfg date: 2015-11-30. Labeled for single use?: no. (B)(4). Heartware ventricular assist system ¿ battery: battery / (B)(4)/ model #: 1650de / expiration date: 2016-11-30. (B)(4). Device available for evaluation?: no. Mfg date: 2015-11-30. Labeled for single use?: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's battery life cycle, for all of their batteries, have dropped. The site further reported that two of the batteries were also triggering critical battery alarms. The site can confirm one of the batteries had a charge greater than ten percent at the time of the event. The devices are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: four batteries were returned for evaluation. Failure analysis of the returned devices revealed that the four batteries passed visual inspection. Three of the batteries passed functional testing. Functional testing of one of the batteries revealed abnormalities relating to the relative state of charge (rsoc); the battery was not estimating the capacity accurately. This estimation error would indicate to the patient that the battery had depleted faster than it actually had and is thus likely related to the reported power consumption issue. However, the batteries were all able to charge and discharge properly during bench testing. As a result, the reported power consumption event could not be duplicated. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of data log files revealed several premature power switching events that were due to momentary disconnection involving all four batteries and a premature power switching event that was due to a communication error involving one of the batteries. Analysis of the alarm log file revealed two critical battery alarms that were due to communication errors involving one of the batteries. As a result, the reported critical battery alarm event was confirmed. It is possible that the patient perceived these premature power switching events and critical battery alarms as the reported power c onsumption issue. The most likely root cause of the observed power switching events can be attributed to momentary disconnections and communication errors between the controller and batteries. The most likely root cause of the reported critical battery alarms can be attributed to communication errors between the controller and battery. The most likely root cause of the rsoc abnormality can be attributed to an estimation error. An internal investigation has been opened to evaluate momentary disconnections and implement corrective actions as required. Additional products: battery bat211702r01 d10: yes, return date: 2018-12-17 h3: yes h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12, 4307 battery bat211264 d10: yes, return date: 2018-12-17 h3: yes h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 3213, 104 h6 FDA conclusion code(s): 12, 4307 battery bat211264 d10: yes, return date: 2018-12-17 h3: yes h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: date of event, additional MFR narrative: battery (B)(4) serial number corrected to (B)(4) product event summary: four batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned devices revealed that the four batteries passed visual inspection. (B)(4) passed functional testing. Functional testing of (B)(4) revealed abnormalities relating to the relative state of charge (rsoc); the battery was not estimating the capacity accurately. This estimation error would indicate to the patient that the battery had depleted faster than it actually had and is thus likely related to the reported power consumption issue. However, the batteries were all able to charge and discharge properly during bench testing. As a result, the reported power consumption event could not be duplicated. Log file analysis revealed that the controller in use during the reported event, (B)(4), contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of data log files revealed several premature power switching events that were due to momentary disconnection involving (B)(4) and a premature power switching event that was due to a communication error involving (B)(4). Analysis of the alarm log file revealed two critical battery alarms that were due to communication errors involving (B)(4). As a result, the reported critical battery alarm event was confirmed. It is possible that the patient perceived these premature power switching events and critical battery alarms as the reported power consumption issue. The most likely root cause of the observed power switching events can be attributed to momentary disconnections and communication errors between the controller and batteries. The most likely root cause of the reported critical battery alarms can be attributed to communication errors between the controller and battery. The most likely root cause of the rsoc abnormality can be attributed to an estimation error. An internal investigation was completed to investigate momentary disconnections. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Log file review indicated that one battery exhibited communication errors.